Manufacturer narrative:
The reported events were undersensing, clavicular crush, and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection revealed the helix to be retracted and clogged with blood. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The cause of helix mechanism issue was isolated to the helix being clogged with blood. The reported events of undersensing and clavicular crush were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not reveal any anomalies.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During a clinic follow-up, episodes of undersensing were observed on the right ventricular (rv) lead. Clavicular crush of the rv lead was suspected, but was unable to be confirmed. During the revision procedure, the helix of the rv lead had difficulties extending and retracting. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.